Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the right radial artery. This 80% stenosed, eccentric shaped, 10mm in length, de novo target lesion was located in the mildly tortuous and severely calcified, 2.75mm in diameter left anterior descending artery. This 24 x 2.25mm taxus liberte stent delivery system was selected, however, after unpacking the middle of the stent was found damaged. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device identified stent damage. A kink was identified in the middle of the stent, approximately 13mm from the distal end of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A kink was identified in the inner and outer lumens approximately 96mm distal to the port. This type of damage could be caused by excessive force being applied during guidewire removal. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the right radial artery. This 80% stenosed, eccentric shaped, 10mm in length, de novo target lesion was located in the mildly tortuous and severely calcified, 2.75mm in diameter left anterior descending artery. This 24 x 2.25mm taxus liberte stent delivery system was selected, however, after unpacking the middle of the stent was found damaged. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.